Manufacturer narrative:
(B)(4).

Event description:
Procedure: elapr. According to the reporter: in an abstract entitled "the use of porcine collagen mesh to prevent perianal herniation after extralevator laparoscopic abdominoperineal resection of the rectum (elapr): a case series" written anil bagul et al. Published international journal of surgery 11 (2013) 589-685. This abstract presented a study of 23 patients who underwent elapr and had porcine mesh implanted to prevent perineal herniation. Perineal complications seen were 4 superficial wound breakdown with consequent delayed healing and 6 persistent perineal discharge. One patient had a hernia occurrence.